Event description:
It was reported that the e360 ventilator display was not working. Patient involvement information was not provided by the customer. Covidien is not authorized to repair the device. A non-covidien service provider found that the ventilator had a loose connection. The connection was repaired and the unit was tested and passed all functions as per manufacturer specification. The unit is working well.